Manufacturer narrative:
(B)(4). Initial reporter's phone number: (B)(6).

Event description:
On (B)(6) 2020 a patient (pt) in (B)(6) called to report ¿edema and cornea inflammation¿ on the eyes after 1 day of wearing the acuvue® oasys® for astigmatism brand contact lenses on (B)(6) 2020. The pt reported redness, edema, discharge on both eyes, and a ¿corneal lesion¿ was found after a few hours of contact lens (cls) wear. The pt advised the os was worse. The pt didn¿t notice anything unusual about the suspect lenses when removed. The pt went to an eye care provider (ecp) on (B)(6) 2020 and advised of a ¿lesion and edema on both corneas.¿ the pt was prescribed vigamox 1 drop every 4 hours for 3 days, then decrease the dosage to every 6 hours, and finally every 8 hours. The pt was also prescribed optive lubrication eye drops. The ecp recommended the pt avoid cls wear until (B)(6) 2020. The pt reports daily cls wear with a 1-2 month replacement schedule. On 11aug2020 a call was placed to the pts treating ecp and additional information was requested, but no additional medical information was provided. On 11aug2020 a call was placed to the pt and additional information was provided. The ecp advised the pt has ¿lesions ou¿ with the os being worse than the od. The pt reported no return visit was scheduled, but the pt was told to return if the symptoms didn¿t improve. The medical report was requested. On 11aug2020 an email was received from the pt with the medical report. The pt presented to emergency service. Biomicroscopy: od: keratitis + and hyperemia +; oe: keratitis +++ and hyperemia +++ diagnosis: keratitis ou; ICD code (B)(4).0: other disorders of cornea medications: vigamox every 4 hours ou; optive every 8 hours ou; suspend cls use. No additional medical information has been received. A lot history review was performed and revealed the following: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot b00t1ms was produced under normal conditions. The suspect od contact lens was discarded. No additional investigation can be conducted. This report is for the pts od event. A separate report will be filed for the pt's os event. If any further relevant information is received, a supplemental report will be filed.